Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video and three photos were received from the field and it appeared to show the device deformity (shape of a balloon). However, it could not be confirmed as there was no balloon shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. It was indicated that there was not any anatomical interference, or angulation or kink in the delivery system upon deployment and a size delivery system was not reported. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 27 march 2023, a 30mm amplatzer pfo occluder was chosen for implant. During deployment, the physician released the first disc in the left atrium, the device was deformed to the shape of a balloon. The device was not released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a second 35mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.